Event description:
The customer reported via phone call that she was unable to remove the battery cap. Customer stated that it is cracked and the groove is stripped. Customer was advised to attempt to remove it with a quarter and a large flathead screwdriver. The battery cap could not be removed. Blood glucose value was 269 mg/dl. Customer was advised to discontinue the use of the insulin pump if the battery is low. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump unit passed the rewind test, basic occlusion test and displacement test. Device was received with motor error alarm during occlusion test due to faulty force sensor resistor. Motor was tested outside of the device and passed. The insulin pump had stripped battery cap coin slot, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.